Event description:
The patient was brought into the room, positioned, and prepped. A time out was performed and the procedure started. About 5 to 10 minutes into the start of the procedure dr. Reported that the cone biopsy excisor tip was not functioning properly. The cautery settings were adjusted, and the tip was taken out and put back in the bovie handle. Dr. Attempted to use the tip a second time when the wire portion of the tip disconnected from one side. The tip was removed, and another tip (same size) was retrieved. Dr. Attempted a third time using the second tip when the wire detached as well. A different tip was used, and we were able to complete the procedure. Gynecologist coordinator was called and informed of the issue. She notified us that an x-ray was required since the item was in the patient when it broke. An x-ray was performed and a radiologist called to confirm result to surgeon. The patient was woken up and taken to post-anesthesia care unit. Patient: 4580. Device: 3005, 1171. Reference report: mw5180995.